Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 and load 2 too large) message. Customer also indicated that the load plate screw was missing and the shaft/clutch plate was sticky. Additional information was received on (B)(6) 2013 whereby customer confirmed that the user advisory observed on the lcd display could not be cleared and the platform was unable to be re-booted. There were no reports of any patient involvement and no additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 09/04/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.